Event description:
It was reported that before a gastric bypass procedure, had trouble with trocars leaking. They changed to applied trocars, and had no problem. Surgery was prolonged 30 minutes. There was a longer time for patient in anesthesia. There were no adverse consequences for the patient; patient is stable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.